Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch mhm939 and no non-conformances were identified. It was received for analysis an unopened sample of product code w9865, lot mhm939. The complaint sample was not returned for analysis. The representative sample was examined for visual defects: appearance, color packages, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured). The packet was opened and during the visual inspection, the suture was correctly placed on the winding former and the suture was dispensed without problems and examined along of the strand and no defects or damaged were observed. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. According to the sample condition the assignable cause of the medical - patient related cannot be determined since no defects were observed on the packet or the suture. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure [not available]. Date of index surgical procedure [(B)(6) 2019]. What were current symptoms following the index surgical procedure? [Skin, nose tissue infection]. Onset date? [Post-op around 6 weeks later ]. Date - time of onset of infection from the surgical procedure? [There is no official exact time record]. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? [No]. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? [No]. Were cultures performed? Results? [No]. What medical intervention was performed? Results? [Prescribed bactroban. Bactroban works against the infection]. Other relevant patient history/concomitant medications. [No] . What is physician¿s opinion as to the etiology of or contributing factors to this event. [Since the infection the physician found is in deep inside the nose tissue layer which he used the related suture for closure, the physician suspect the infection may related to the sutures] . What is the patient current status? [Stable].

Event description:
It was reported that a patient underwent cleft lip repair on (B)(6) 2019 and suture was used. The patient experienced inflammation, skin, nose tissue infection around 6 weeks post op. The infection was noted around the suture line and inside the nose cavity. No cultures were performed. The patient was prescribed bactroban. The patient has potential for scarring and condition currently noted as stable. The surgeon opined /suspect the infection may related to the sutures. Additional information was requested.